Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united kingdom. Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of tubing detachment at the tubing connector on (B)(6) 2025. The issue occurred with three similar types of infusion sets used for few hours. The site was right side of patient's abdomen and pump was also on right side. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 8021545-2025-00182. Supplemental report 01 - MDR (B)(4) - MDR 8021545-2025-00181. A supplemental medical device report (MDR) was submitted on october 17, 2025, with the manufacturing report number (MFR) 8021545-2025-00181. Due to an MFR discrepancy, this report was submitted under case ID (B)(4) by error. Therefore, this current supplemental MDR is being filed to correct the associated MFR, which should be linked to case ID (B)(4). Supplemental report 02 - (B)(4) - MDR 8021545-2025-00181. Supplemental report 02 - (B)(4) - MDR 8021545-2025-00182. Supplemental report 02 - (B)(4) - MDR 8021545-2025-00183. The report numbers being retracted are as follows: supplemental report 01 - case ID (B)(4) - MDR 8021545-2025-00181. The initial MDR with manufacturing report number (8021545-2025-00182), was submitted on 18-feb-2025. Upon completion of the investigation, the manufacturing date was updated as 24-sep-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008963, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6008963 was manufactured according to the work instruction (wi) (B)(4) appendix 1 batchcard for production of packaging room on 24-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-00182. The initial MDR with manufacturing report number (8021545-2025-00182), was submitted on 18-feb-2025. Upon completion of the investigation, the manufacturing date was updated as 24-sep-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008963, in question was manufactured at the osted site. Device history record (DHR) review: the lot 6008963 was manufactured according to the work instruction (wi) [80] appendix 1 batchcard for production of packaging room on 24-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product returned. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.